Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up and down arrow keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: the keypad cover was found to be intact; all buttons were found to be responsive during investigation. The keypad cover was removed to inspect under the contacts; there was no contamination found under the key contacts. The pump was opened to inspect the keypad flex; the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of internal moisture found. The reported under responsive issue with the keypad buttons was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim, faded and pink. Also unrelated to the complaint, battery compartment cracks were found at the threads to the left of the bumper, at the threads above the bumper and two battery compartment cracks below the bumper.